Event description:
It was reported via a literature article published research and reports in urology, that a study was conducted to assess the acute ablative characteristics of transurethral convective water vapor in men with benign prostatic hyperplasia (bph). The study included two cohorts of patients; the first cohort was conformed by 7 patients with an average age of 70.4 years. The second cohort was conformed by 15 patients with an average age of 69.9 years. Gadolinium-enhanced magnetic resonance imaging (MRI) was performed on each subject 1 week posttreatment to assess volume and location of the ablative lesions. The second cohorts of patients demonstrated prostatic gadolinium defects at one week from therapy. Also, coalesced lesions were noted in each lateral lobe corresponding to the targeted treatment sites. Defects were observed in the transition zone. No thermal effects were seen in the peripheral zone.

Manufacturer narrative:
Dixon c. M., cedano, e. R., mynderse, l. A., & larson, t. R. (2015) transurethral convective water vapor as a treatment for lower urinary tract symptomatology due to benign prostatic hyperplasia using the rezum system: evaluation of acute ablative capabilities in the human prostate. Research and reports in urology, 7, 13-18. Http://dx.doi.org/10.2147/rru.s74040 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.